Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during clip deployment, the clip remained on the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.